Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the base. A piece approximately 0.660" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the jaw of the harmonic ace instrument snapped into 2 pieces. A fragment fell into the patient and was retrieved during the same procedure.